Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician tried to trouble shoot with salesperson to resolve issue. After checking the oev-261h manual, the dvi-signal will only work for dvi-d type signal. The manual was sent to the user facility. The staff was able to get the signal to the oev-261h monitor without any problem. It is possible that the signal was not in the dvi-d format and is now working after the adjustment.

Event description:
The user facility reported that they needed assistance on getting a stryker dvi signal to the olympus oev-261h monitor. The stryker is unable to show any color bars with the dvi signal. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause of the reported event was attributed to a signal format that cannot be displayed has been input. In addition, it was judged that it is an event due to handling because there was no abnormality of the actual product and it is described in the instruction manual.